Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering. The customer blood glucose level was 11.4 mmol/l at the time of incident and the current blood glucose level was 13.98 mmol/l the. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported blood glucose event. Customer reported that they have not contacted their healthcare professional regarding the blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of blood glucose level. The insulin pump will not be returned for analysis.